Manufacturer narrative:
Additional information: sku has been updated accordingly to add information received on meeting with bd representative. Correction: aware date.

Event description:
It was reported that bd insyte autoguard catheter releases prematurely. The following information was provided by the initial reporter, translated from portuguese to english: needle too far from the beginning of the catheter. Elderly patients with ballerina veins feel greater challenge in catheter progression very fast needle retraction sometimes spattering blood distance from needle to catheter start sensation of pushing the vein without cutting blunt tip painful bad cutting sensation for the patient patients with more resistant skin very long needle guard making it difficult to grip no problems overall, but not your cup of tea. Poor grip due to size sharpened catheter, very good and slips well very fast safety trigger device that sometimes splashes or is unintentionally triggered it reports some advantages and disadvantages half-blind catheter I missed the blood return in the cannon difficult to grip cannon catheter slips off the needle if it does not hold on the flap tighter needle in the polyurethane of the catheter used before, bd slips very easily from the needle regarding the distance between the needle and the catheter, they report that many times when they perceive the blood return through the instflash and the catheter is going to progress, the needle seems to have already transfixed the vessel and ends up losing the catheter. I took some photos to show that there was no significant difference or even the competitor's would be even a little more distant, but the blood return in the cannon helps them to verify that it is still inside the vase.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Street address information was not provided, therefore, (B)(6) was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Additional feedback regarding the defect details would also be beneficial for completing a thorough analysis. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information received on 2nd dec 2024, we have continued to receive negative feedback, even today. This feedback has in fact had an impact on the business process, requiring multiple punctures due to failure on the first attempt. We understand and recognize the benefits of the product in terms of the active activation of the safety device (reducing the risk of a puncture accident) and the fact that it was developed with teflon (a radioactive and biocompatible material). However, we are facing a number of challenges because it doesn't allow the professional to perform the puncture better, it isn't easy to handle and it has an impact on the success of the first puncture, causing patients to undergo multiple punctures.